Manufacturer narrative:
(B)(4).on (B)(6)-2015, a philips field service engineer (fse) reported that there was an intermittent patient support movement issue at the customer site, (B)(6). The fse stated that on (B)(6)-2015, when the operator used the gantry panel in button to position the patient to start a clinical scan procedure, the patient support continued to move 2-3 feet towards the gantry even when the operator released the button. The fse added that the patient's arm collided with the gantry and stretched the arm to a painful position. The operator was able to reposition the patient correctly and complete the scan successfully. The fse confirmed that the patient was not injured but had temporary pain and did not received any medical treatment. There was no additional harm to the patient and there was no harm to an operator or bystander as a result of this issue. This issue was verbally reported by the customer to the fse when he was on site on 23-mar-2015. Since this issue was intermittent at the site, there was no service call opened for this event; therefore, on 23-mar-2015, the fse opened this call to report the event that occurred on (B)(6)-2015. The fse reviewed the log files and did not find any errors corresponding to the event. The customer had noted the date and time whenever the motion issue occurred and provided it to the fse; these dates were (B)(6)-2015 11:00, (B)(6)-2015 11:23, (B)(6)-2015 9:12, (B)(6)-2015 1:20, (B)(6)-2015 10:20, and (B)(6)-2015 11:15. The fse could not confirm if the customer was using normal in or the fast in button in the gantry panel; however, when the fse checked the log files, he did not find any errors corresponding to any of these dates and times. The fse could not duplicate the problem; therefore, based on the customer statements and the symptoms, the fse proactively replaced the multifunction footswitch and the right gantry control panel. Since there is no objective evidence that these events occurred at the site, no complaints were opened for these dates.the fse provided the log files for engineering evaluation. The replaced footswitch and gantry panel were not provided for investigation. Engineering reviewed the log files and stated that from all the log files provided, the only one, from the recurrence dates mentioned by the customer, traced in the log file was (B)(6)-2015, at 9:12. There are no can traces available for any of the other events, nor for the one on (B)(6)-2015. There are log files that cover some of the events but they do not give as much detail as to what was occurring. Also, no evidence of the excessive motion was found in the log files, as stated by the fse earlier. With the limited information provided, the cause of the 2-3 feet excessive motion of the couch could be that the user was not utilizing the fast in button correctly. The user was using this button for slow horizontal motion but since this button is designed for faster motion, the couch moved to a greater distance after the button was released. The other intermittent events seem to be the same issue that was fixed in the later version of software (v4.1.4). In these cases, the user presses the fast horizontal in button on the gantry panel, and then releases it after about 100 msec and then represses in 200 msec. Due to this, the couch software begins to start a move then cancels the move but is immediately told to restart the move again causing motion issues with the couch. A review of the service work orders (swo) at the site showed that (B)(4) was implemented at the site on 19-jun-2015. After the fco implementation, there have been no recurrences of the motion issue at the site.since no evidence of motion could be found on the log files and after the implementation of (B)(4), the issue did not recur again. A probable cause for these intermittent events could be that the user was not utilizing the fast horizontal in button correctly. Moreover, instruction for use for ingenuity CT (page 101) warns the user " watch the patient at all times during all table movements (vertical and horizontal) to ensure safety of the patient and avoid collision between the patient and gantry." There was no system malfunction as this is the expected functionality of the fast horizontal in button.CT engineering confirmed that there was no un-commanded motion of 2-3 feet seen in the log files. The issue is expected functionality of the fast horizontal in button. Therefore, if this issue were to occur it would not be likely to cause death or serious injury. The fse proactively replaced the footswitch and the right gantry panel. Also, (B)(4) was implemented at the site.since the log files did not show any evidence of motion and there were no parts returned from the field, a root cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse, a probable cause was determined that the issue occurred due to the user not using the fast in button on the gantry control panel correctly.

Event description:
In this case the customer reported that after moving the patient to the desired position, the operator released the button and the table continued to move an additional 2 to 3 feet, causing the patient¿s arm to collide with the gantry and putting the patient¿s arm in a painful position. A philips field service engineer (fse) confirmed that the patient was not evaluated by a physician. The fse evaluated the error logs and could find no error. The fse replaced the multi-function footswitch (mffs) and the right gantry control panel.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).